Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The pt reported that a silver circular piece from the ez breathe atomizer fell from the device into his mouth while in use. The pt reported that he did not suffer medical harm.